Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to linked patient identifier (B)(6).

Event description:
It was reported during an endoscopic retrograde cholangiopancreatography (ercp), the cover fell off in the patient's stomach. The cover was retrieved with a grasping forceps and the procedure was completed by replacing the cover with a new one. The reported event resulted in a slight delay while exchanging the cover and there was no harm to the patient's health.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to fields (b5 and g2) and an update to fields (h3, h7, and h9). The device was evaluated by olympus, and proximal end of the returned distal cover was cracked. Additionally, since the actual product had already been used, a sample (lot: h2831) was used to confirm the reproduction. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to the distal end cover was used without being properly attached and dropped off due to the load during the case. Additionally, it is difficult to visually detect the state of attachment of this product, it is feasible that the description in the previous instruction use for (IFU) was insufficient. However, the subject device was not returned, and the root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: - section 8.2 "inspection of the distal cover" ·should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. ·confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation. Section -9.3 "attaching the distal cover" ·never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. ·do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: - thermal injury from electric current leaks when performing high-frequency cauterization treatment. ·gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. ·put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. ·hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. ·twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. ·confirm that the distal cover is free of cracks or deformation. (Revised IFU) "detailed instructions and notes on how to inspect and attach the distal cover have been added to sections 9.3 and 9.4 of the instructions for use. " additional information received: the customer has confirmed during the pre-use inspection that the distal cover cannot be came off from the endoscope with pulled or twisted and the proximal end of the distal cover completely overcomes the hook of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was extended for 10 minutes to retrieve the subject device.

Manufacturer narrative:
This report is being supplemented to provide correction with information inadvertently left out (h6) and to provide a correction to the previous supplemental report (h11). The previous supplemental report stated that the subject device had not been returned. However, it had been returned. The underlying root cause remains unchanged and cannot be identified.